Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch report# (B)(4). The complaint states: a 45mm 15ga arrow ez-io needle inserted by ed staff. Nurse states fluids infusing without difficulty but would not give blood return. Femoral line in process of being inserted left groin at same time and successful. Team opted to remove io needle once femoral line established. During removal process of io, the housing came off , but needle remained in patient's rt leg. Vice grips required to assist in needle removal following counterclockwise motion no lot number information due to room cleaned and trash emptied to io removal issue.